Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was located in a 95% stenosed, severely calcified and tortuous segment of the left circumflex-obtuse marginal. The 3.00x32mm taxus liberte' drug eluting stent did not cross the lesion. The procedire was completed wiht another of the same device. No patient injuries or complications were reported. Patient condition is good. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned unit revealed damage to the proximal end. Some proximal stent struts were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. No issues were observed with the distal section. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found.the most probable root cause for this event is design due to a design constraint of the product.